Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va068q6, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the day of the report, the device started shocking the patient with every step she took. Stimulation was lowered to 2.2 but the patient was still feeling pain. Stimulation was turned off and the patient was still feeling a stinging pain around the implant site. The patient had not had any falls or traumas. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.